Event description:
It was reported to philips that the system's wireless footswitch had a connection issue, preventing fluoroscopy. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the vascular diagnostic procedure was delayed (less than 20 minutes) and completed by using the wired footswitch. The philips field service engineer (fse) inspected the system onsite and identified that the problem was not confirmed. Upon troubleshooting, fse concluded that the connection between the wireless foot switch and the receiver was disrupted, rendering it inoperable. To resolve the issue, fse replaced the base station and returned it to philips for further analysis. The analysis of the wireless base station failure could not be conclusively determined by the supplier¿s part analysis. However, after replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The corrections executed included: a firmware update to ensure that a loss of connection does not require a reboot of the system to re establish connection (2021-igt-bst-020, 2023-igt-pun-004). An update to the instructions for use for charging and handling of the wireless footswitch. The requirement to have the wired footswitch always connected. Therefore, in the sequence of events above indicated, due to the use of an alternate footswitch or hand switch the procedure can be completed with minimal or no delay, the malfunction would not likely lead to a death or serious injury. Since the execution of the c&r no complaints have been reported to philips alleging harm or potential serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.